Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer believes the pump delivered too much insulin. Additionally, it was reported the insulin gauge was inaccurate. The customer declined to provide further information and declined to troubleshoot with tandem technical support. No reported adverse impact to the customer's blood glucose. Customer reverted to manual injections for alternate insulin therapy.